Event description:
It was reported that the pump was impossible to refill and was confirmed to have flipped. Surgical intervention was required to correct the position and allow for refill. Diagnostic testing included x-rays. The issue was reported as unresolved and the cause undetermined. At the time of the report the patient's status was reported as alive-no injury. The patient experienced no symptoms related to the pump flipping. As of 2015 (B)(6), the patient had surgery booked in the next few weeks and was currently receiving therapy. An update from the hospital was requested in which the patient was seen on by the neurosurgeon on (B)(6). The patient outcome was asked but no information was provided at this time and no repositioning surgery yet. This was to be further addressed with the health care staff. This device system delivered compounded baclofen. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that the pump was "resited" on monday, (B)(6) 2015. The patient was well and due to be discharged on (B)(6) 2015. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided the patient's spasticity had been improved with this pump. The pump flipped had not caused any problem so far as therapy had still being delivered. It was unknown as to when the pump had flipped. Surgery for "resitting" the pump was now scheduled for (B)(6) 2015. Pump resitting needed to be done before pump reached empty or "the baclofen reduces its efficacy being into the pump for just over 6 months now." Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).